Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify warped clips? Did the clips feed sideways into the jaws of the device? Were the clips malformed prior to firing from the device? The clips were not completely crossed. One leg was just a little under the other leg making the teardrop shape of the slip twisted and jamming the device. The customer tried removing the jammed clip and firing again and the same issue occurred. The first three firings worked properly. The clips were not feeding completely sideways. They were somewhat diagonal. The clips were not malformed before firing. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 10 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the initial three clips were ok. Fourth clip was warped and locked out. Tech pulled out the warped clip. All subsequent clips were bent and jammed the device. Case completed with another device of the same product code. There were no patient consequences reported.